Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510(k) # is k021819.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that he was experiencing an inaccurate high issue with his one touch ultrasmart meter. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that he could not remember when the alleged issue with the subject meter began. He obtained a result of "hi" (which signifies a result of over "600 mg/dl") on the subject meter and "147 mg/dl" on the emergency room (ER) meter, done 1 hour apart of each other. The patient denied taking any medications to manage his diabetes and due to the alleged issue, on an unspecified time on (B)(6) 2011, he reported having less food/drink. He claimed that before the alleged issue started, at an unspecified time and day, he felt a "bad headache." Reportedly on an unspecified time of (B)(6) 2011, he was treated with IV glucose and saline and his blood glucose was tested with an ER meter and obtained a result of "147 mg/dl." It is unknown when or why the IV glucose was administered. During the initial call with customer service, the agent noted that the patient was using the correct sample site. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly received medical intervention suggestive of a hypoglycemic state from a health care professional (hcp) after the reported issue began.